Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that it was received two empty foil and two empty folders, along with one detached needle and one plastic bag with some suture pieces in the degradation process. The samples pertain to the product code vp2350, lot t9001. Upon visual assessment of the suture, it was observed, that the strands have begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed, due to handling. Per the sample condition, the functional test cannot be performed as part of the ethicon quality process. All devices are manufactured, inspected, and released to approved specifications. Additional complaint information; monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name: irgacare. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m. Related reports: 2210968-2023-02626, 2210968-2023-02630.

Event description:
It was reported, from the analysis of the returned product, that suture degradation was observed. The strands had begun with a degradation process caused by exposure to the environment. It was reported, that a patient underwent a c-section procedure on (B)(6) 2023, and a suture was used. When surgeon opened the foil, suture found to be broken. No patient consequences were reported. Additional information was requested.